Manufacturer narrative:
(B)(4). When investigation is completed a f/u report will be sent to the FDA.

Event description:
The customer reported there was a total failure of the device and since then it smells burnt.